Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had been hospitalized four times for low blood glucose and had been going into comas. Customer reported to have been hospitalized on (B)(6) 2014 and three times around (B)(6) 2012 or 2013; customer was not sure. Customer reported to have been taken off of insulin therapy by doctor, but was back on insulin therapy. Customer was not able to provide insulin pump information as she did not have insulin pump with her. While customer was giving hospitalization information, customer was asked to spell name on hospital and customer hung up the telephone. While attempting to contact customer, customer continued to hang up the phone. No further attempts would be made to contact customer due to hanging up.